Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime, seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Event description:
Information received by medtronic indicated that the reservoir compartment was cracked. The customer stated that the reservoir lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.